Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was not able to be identified. Foreign material remaining in the device was attributed to incomplete reprocessing caused by physical damage of the device. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which sections: gif-ez1500 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Gif-ez 1500 series chapter 5 ¿cleaning, disinfection, and sterilization procedures describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. In addition to the malfunction documented in b5, the light cover glasses adhesive was pitted. The optical cover glass adhesive was pitted. The distal end cap was damaged. The distal end adhesive was lifting. The control body grip and casing was stained. The aspiration housing colored ring was worn. The up/down and left/right angle controls were stained. The switch head was worn. The light guide tube had minor marks. The scope connector had water leakage. The up/down and left/right angulation was out of specification. The water flow and water removal were out of specification. The aspiration channel suction had a blockage. The electrical safety test was out of specification. There was a leak from the biopsy channel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, during maintenance, the gastrointestinal videoscope experienced alarming on channel 2 in machine. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: a white crystalized contaminate was within the air/water channel due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation